Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted into the patient. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted concurrently with tvh due to symptomatic cystocele, usi, chronic constipation, large symptomatic rectocele, worsening menorrhagia and dysmenorrhea, chronic back pain and enterocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.